Event description:
The customer reported the unit would not power on. The MFR's field service tech confirmed the device would not power up on ac power. The field service tech replaced the power supply to correct the reported problem. The customer reported there was no pt involvement therefore no pt harm. The device passed all application testing.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.